Event description:
This was bilateral, cardiac lead extraction performed in the o.r. To extract 4/6 total leads [(right side implants) sjm 7122 (rv), sjm 2099-52 (ra), sjm epicardial lead (unknown model #); (left side implants) sjm 1688tc (ra), sjm 1580 riata (rv), sjm 1056k (lv)] due to a svc occlusion, non-functional lead and chronic pain. The patient was prepped with an arterial lead, CT surgeon and tee available, and fluoroscopy in use. The m.d. Prepped the left sided lead 3213 with a lld#2 and both lv (1056k) and rv (1580) with a lld-ez. Lasing began with a 16f sls ii on the ICD lead and then the lv, successfully extracting both. The rv lead was lased with the 16f sls ii and upon extraction of this lead a dull shadow on fluoroscopy was noted. All other parameters were stable. The beginning of the extraction of the last lead (1688tc) from the left side, easy passage at the brachiocephalic, the blood pressure began dropping slowly. The tee noted an increased shadow and the decision to perform an emergent sternotomy was made within 2 minutes of the blood decline. Upon opening the chest, an injury to the svc was found, repaired as well extracting the last lead. Approximately 153 minutes later, the patient was declared stable enough to be transferred to the ICU for recovery. There were no devices retained from the procedure as they were reported to have been disposed of by the o.r. Staff during the code. An internal lhr review showed no issues or non-conformances with the lot involved.